Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states patient diagnosed with moderate generalized periodontis stage 2 grade b. Patient informed it is recommended to cease clear aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Date received by manufacture field g3 (aware date) was incorrect in the initial report. This report contains the corrected value in g3.